Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre-programming of the cardiac resynchronization therapy defibrillator (crt-d) device in the box, the ventricular fibrillation (vf) detection was programmed on by mistake. The vf detection was programmed off again, but the unintentional programming on of detection activated all automatic measurements and diagnostics. The decision was made for another type of device shortly before the procedure started and the device was not used. The same device was interrogated pre-operatively approximately five months later and showed a low battery voltage and exhibited high urgency alert tones. It was suspected that the prior unintentionally activation contributed to the significant voltage drop. The alert tones were programmed off. The device was not implanted. There was no patient involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.